Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 326s and heparin was given. During procedure, a pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve partially re-sheathed 2 times due to implant depth was too low. The final implant depth was 7.78mm on the non-coronary cusp (ncc) and 6.67mm on the left coronary cusp (lcc). After the valve release, an evident left bundle branch block (lbbb) was noted and got resolved on same day. Another electrocardiogram (ECG) was performed prior to discharge and first-degree heart block was noted. There was no treatment required for heart block. On (B)(6) 2025, the patient presented with evidence of critical sinus bradycardia. The patient was hospitalized and a dual chamber pacemaker was implanted on (B)(6) 2025. The adverse event resolved with sequelae on (B)(6) 2025.

Manufacturer narrative:
An event of patient effect heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported heart block appears to be related to procedural conditions. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.